Event description:
The hcp reported, the pt was not experiencing any symptoms. "The old pump catheter was removed because of the connection." The hcp reported the connection was replaced simply because it was an old connection. There had been no leaking or problems. The pump was replaced due to end of life. The pt recovered without sequela after the pump replacement.

Manufacturer narrative:
H6. Final device analysis results reveal pump connector anomaly.